Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure in 2005 and mesh was implanted. Following the procedure, the patient presented with voiding dysfunction, recurrent uti and mesh was noted within the vagina with an exposure of 1mm in the midline. The mesh is very superficial and visible beneath vaginal skin. The patient has undergone examination under anesthesia (eua) and cystoscopy and no mesh was found in the urinary tract. There has been no reported action at present. Additional information has been requested.